Event description:
The sales rep, reported that the customer claimed the cannula broke into three pieces while inside the pt. The doctor was able to retrieve all of the pieces and no pt injury or complications resulted.